Manufacturer narrative:
The device was discarded at the account. The lot number was not provided, so a device history record review cannot be done. If additional information is received, a follow up report will be filed.

Event description:
It was reported that the needle of the transfusion filter broke off in the blood bag. None of the collected blood was re-infused. It is unknown if the patient received a blood transfusion from either a blood bank or pre-donated blood. There were no allegations of adverse consequences associated with this event.